Event description:
The pt stated that she has had multiple infusion sets tear. She stated that the most recent incident occurred "a few days ago." She stated she woke up in the night very thirsty and found that her infusion tubing had torn. Her blood glucose was elevated to 285 mg/dl. Her normal blood glucose range is 70-110 mg/dl. She stated she changed her infusion tubing and bolused 5 units to lower her blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.